Manufacturer narrative:
Title: impact of the preoperative body composition indexes on intraoperative blood loss in patients undergoing pancreatoduodenectomy source: surgery today (2021) 51:52¿60 published online: 20 june 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study retrospectively analyzed patients who underwent pancreatoduodenectomy between 2008 and 2019 to identify significant predictors of blood loss. The ligasure was the only device listed as being used during pd. There were 415 patients in the study and complications include: sepsis and death. Cause of death was not listed and not specified if it is device related. Blood transfusions were required but no other interventions were reported. Complications not related to the device include: pneumonia, delayed gastric emptying and thrombotic/embolic events. Impact of the preoperative body composition indexes on intraoperative blood loss in patients undergoing pancreatoduodenectomy; (yukihiro yokoyama), (2020), (© springer nature singapore pte ltd. 2020).